Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was frozen and unresponsive. During troubleshooting with tandem technical support, the customer was able to clear the screen and continued using the pump for insulin therapy. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue. Customer's blood glucose was 250 mg/dl.